Event description:
It was reported that during a clinic visit, the patient with this pacemaker system was noted to be ventricular pacing the patient at a 100 percent rate. The physician suspects possible device anomaly as cause and plans on scheduling a replacement procedure. At this time, this pacemaker remains in service. No adverse patient effects were reported.